Event description:
The user facility reported that, after placing an i.v. Catheter and removing the introducer needle, the nurse observed a piece of metal in the catheter hub. The nurse removed and replaced the i.v. Catheter with a second device. Reportedly, this was completed without complication and there was "no consequence" to the pt.

Manufacturer narrative:
H6 - results: based on user facility info and examination of the returned sample. Based on reserve samples testing. H6 - conclusions: based upon the review of quality records (no known occurrences in 17-years of mfg this device). Based on testing of reserve samples and review of quality records. The involved device was returned and evaluated. Visual examination determined that the returned piece of metal was the distal end (approx 1-cm) of an i.v. Catheter introducer needle cannula. The needle bevel was intact, but there was severe burn damage to the remaining portion of the shaft. Although this issue had not been seen previously, engineering was able to intentionally re-create a similar scenario only if a series of unusual events occur at specific times and in sequential order. In addition, the investigation showed that such burn damage distorted the cannula such that it could not fit into the catheter tubing. Therefore, there is no measurable risk for pt contact with the piece or for any related injury. The lot number of the involved device is not known so visual examination was performed on the returned unused samples from each of the 7-lots currently in the user facility inventory (cm1027, ea1927, fm1327, ga1727, gc0627, gc2027, gc2727). In addition, reserve samples from 6 of the lots were visually inspected (the 7th lot was past the labeled expiration date). All samples were confirmed to be properly assembled and no anomalies were found. A review of the complaint files confirmed that there have been no previous reports for this issue for any product code or lot number. Although a recurrence is extremely improbable, product shielding on the assembly machine and the operator inspection process have been revised to further reduce this potential. All available info has been placed on file in qa for appropriate tracking, trending, and follow up.